Manufacturer narrative:
(B)(4). Visual review confirms the head of the bone screw has been separated from the bone screw. The shaft portion was not returned for analysis. The head retaining ring is visually confirmed to be fully seated in the ring pocket, but has been deformed and sheared on both sides of the ears of the ring. It appears that the bone screw and head were subjected to tensile overload which may have caused the ring to deform and shear, causing the bone screw to disassociate from the head.

Event description:
It was reported that the patient underwent a surgical procedure to extend a previous construct from the pelvis to the iliac. During the procedure it was noticed that the screw was broken at the head. The broken screw was removed and replaced with a new screw. No patient complications were reported.